Event description:
It was reported "after the catheter, the balloon tip could not be opened all the way and the machine alarmed, the patient's condition was urgent, and the intra-aortic balloon rebound catheter was immediately replaced, after which there was no machine alarm and the pressure was normal". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter, the balloon tip could not be opened all the way and the machine alarmed, the patient's condition was urgent, and the intra-aortic balloon rebound catheter was immediately replaced, after which there was no machine alarm and the pressure was normal". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The peel-away sheath was on the iabc. A bend was noted to the iabc at approximately 1.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0067in-0.0070in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested and two leaks were immediately detected from the bladder membrane in a similar location. Under microscopic inspection, two leak sites were confirmed on the iabc bladder and both are consistent with contact from a sharp object; these two leak sites were noted at approximately 18.1cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 1.6cm from the iabc distal tip, which is the location of a previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon tip could not be opened all the way" is confirmed. During the investigation , two punctures consistent with contact from a sharp object, were found on the iabc bladder membrane in a similar location, which can cause the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leaks. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.